Event description:
Information received from the field does not address the patient's clinical status but notes vvi reset and that the device would not accept programming. The battery voltage, measured past recommended replacement time (rrt). The pulse generator was programmed off and there are no plans to remove or replace it. Pacing support is being provided by an ICD.